Event description:
Difficulty was noted while attempting to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, due to severe vessel tortuosity. In an attempt to further advance the sds, the physician retracted the protective sheath. Upon an attempt to cross the target lesion site, the stent became dislodged from the balloon catheter and embolized to an unknown location in the patient's body. There were no attempts made to retrieve the embolized stent. A second attempt was made to place a stent at the target lesion site but was unsuccessful due to severe vessel tortuosity. The patient was subsequently sent for non-emergent CABG. There were no clinical sequelae reported relative to this event.